Event description:
Customer called in to report that the insulin pump was not working correctly. Customer stated that the insulin pump has two issues the buttons are not responding and it is crack. Customer stated that there is a piece missing at the battery compartment. Troubleshooting was performed per specifications. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.